Manufacturer narrative:
(B)(4). Date of initial report: 10/11/2016. Date of follow-up report: 11/02/2016. The reported condition that the device was difficult to open was not confirmed. Mechanical function of the latch mechanism was acceptable. The jaws opened and closed normally when the latch was retracted and released. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the handle was difficult to open at first, and then would get stuck further into the procedure during a lymph node sampling. There was no injury.